Manufacturer narrative:
Device power up properly after battery installation. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No prime or fill anomaly noted during testing. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass, however device received with severely scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had blurry screen more than before. Customer¿s blood glucose was more than 400 mg/dl at the time of incident. Customer stated that the insulin was dripping out during reservoir load process. Customer was assisted with troubleshooting. Customer stated that the load reservoir process completed without insulin exiting out of the tubing. Customer stated that there was no pump error alarms. Customer stated that the insulin pump was dropped. The insulin pump will be returned for analysis.